Event description:
It was reported that patient underwent right unilateral knee procedure in early 2008. Patient returned to the or for revision of procedure, exchange of tibial insert approx six months later. The oxford meniscal bearing component was removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There have been no trends identified related to this type of event.